Event description:
Healthcare technician reports laser stopped during treatment, and could not continue and case had to be aborted. Two system messages were rec'd during the case. First message indicated - no nitrogen, and site chose to continue by pressing the ok key. Second message indicated - secondary energy too high, call service. After the second message, laser did not resume the ablation. At two weeks post-op, the case was undercorrected with 1 line decrease in bcva. Technician indicated the case will need a second treatment, to complete case, after prescription is stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).